Event description:
It was reported that the atrial and left ventricular leads had high outputs. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the left ventricular lead had continued high threshold and was capped and replaced. It was also reported that the device had early battery depletion. The device was explanted and replaced.